Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan (lfs) in 2007, and alleged that the meter was reading inaccurately high. The pt stated he has been obtaining high results over the past few days, mentioning a result of 550 mg/dl the day before and results of over 200 mg/dl during the day of the same day. He is using an insulin pump with novolog insulin, which he has been using for 10 years. He stated that because of the high results, he has decreased the amount of food he has been eating. He also adjusts his insulin according to his blood glucose readings (patient was unwilling to specify the details of his sliding scale). On the same day, he had tested his blood glucose around noon and obtained a result of approximately 250 mg/dl. He took a bolus of insulin after testing. At approximately 1:00 pm, the patient reported feeling shaky and having vision problems. He tested on his meter at that time and obtained a result of 221 mg/dl. Based on his symptoms, he took oral glucose tablets and felt better a few minutes later. He did not seek any medical attention. During troubleshooting, it was discovered that the test strips were expired. The techniques for testing his blood glucose and for cleaning the puncture site were correct. This complaint is being reported, as the patient alleged he became hypoglycemic after taking insulin based on a high meter result. A replacement meter has not been sent.